Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The alarm had been resolved with a complete set change. The blood glucose reading ran as high as 389 mg/dl. The customer inserts the infusion sets manually. The reservoir was not replaced or returned for analysis.